Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # unk, stem, lot # unk; item # 650-1055, head, lot # 2887342; item # 110024465, liner, lot # 642280; item # 650-1067, taper sleve, lot # 2887431. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07870, 0001825034 - 2018 - 07871, 0001825034 - 2018 - 07872.

Event description:
It was reported that approximately 2 months post implantation/revision, the patient was revised again due to instability and failed abductor repair. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of medical records. Device history record (DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.